Event description:
It was reported that there was an irrigation failure at the beginning of the procedure as there was water present on the surface of the catheter. The catheter was not used and was replaced with a new catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is similar device type to a device marketed in the u.s. Evaluation summary: (B)(6) the catheter was returned and analyzed. Analysis revealed that the fluid pathway was occluded.